Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check due to an unknown lot number for needle clog. Unable to perform complaint lot history check due to an unknown lot number for needle clog. A review of risk management document 10000084266, revision 10, indicates that the potential risk of this specific reported incident (nano pro pen needle: needle clog) was captured and addressed appropriately. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the pen ndl 32g 4mm hp 100 box 1200 ca was clogged and wouldn't prime during use. The following information was provided by the initial reporter: "consumer reported -could not get 1 out 4 pen needle to prime. The pen needle is clogged. He does the air shot in his hand and did not feel the insulin wet his hand. With 3 units prime. First bd nano pro box using. Prior use was nano 320144" "lot #: unknown - consumer is blind. Cannot obtain lot number."